Event description:
It was reported that the device had a suspected over-infusion of protonix. There was a patient involvement but no harm. Further information was requested but not provided.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311),b17 - device not returned, c20 - no findings available, & d15 - cause not established additional information: medical device serial, concomitant med prod data & device manufacture date, device available for eval?, returned to manufacturer on, FDA notified?, report source other, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,g,b,c,d & manufacturer narrative. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
Correction : omit c19 - no device problem found, d14 - no problem detected. Additional information : imdrf annex a : a0404 - crack (1135). Imdrf annex c : c070606 - wear problem. Imdrf annex d : d02 - cause traced to component failure. Imdrf annex g : g0301201 - bubble sensor. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had a suspected over-infusion of protonix. There was a patient involvement but no harm. Further information was requested but not provided.

Manufacturer narrative:
Device was not returned to manufacturing facility for evaluation. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported that the device had a suspected over-infusion of protonix. There was a patient involvement but no harm. Further information was requested but not provided.